Event description:
A customer reported to beckman coulter (bec) that approximately 6ml of fluid had overflowed from the white blood cell (wbc) bath and the red blood cell (rbc) bath in the coulter act diff analyzer. The leak was not contained. The material safety data sheet (msds) was reviewed. There is an exposure control / risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), consisting of a lab coat, gloves and eyewear at the time of the event. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to the customer site on 01/23/2013. The fse inspected the instrument and confirmed debris in tubing at valve vl15 which restricted drain function and caused the wbc and rbc baths to overflow. The fse removed debris from the tubing which resolved the leak. After service completion, the fse verified drain functions. Per labeling, beckman coulter inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer failure mode of the wbc and rbc baths overflow is related to debris in tubing at vl15. (B)(4).